Event description:
The following has been reported: nurse reported: the secondary port came off when the tech was removing her microbore. She affixed a sterile cap to the secondary port however when she went to remove the cartridge from the pump the cartridge began leaking all over her hands. Her wedding ring and hands were contaminated with radiation. She ended up spending an hour trying to remove the contamination. Tech reported: entire dose of lutathera was infused. I ended my secondary infusion & started the primary infusion line for the remainder of the 250 ml bag. I then began to disconnect my secondary setup. When I unscrewed the microbore, the white and grey attachment to the cartridge came off as well. I quickly added a light blue cap to it. I then decided that I would let the saline finish with gravity because I wanted to finish up quick with the issues I was having. When I ended the primary and released the carriage, I immediately had saline flowing freely out of the broken port on the carriage. There was radiation contamination to the room and my hands. Hand contamination was removable. A preliminary review identified the following issue: administration set leak (external part). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
No sample or picture were available for analysis. Without the proper sample or picture evaluation it is not possible to determine the probable root cause of the reported failure. The customer complaint cannot be confirmed. The most probable root cause of the reported incident is related to the lack of uv glue application during the manufacturing process or lack of curing time, which resulted in the luer from secondary port becoming loose and lost/missing. The current process controls detection include 1) post sterilization sampling final inspection, 2) 100% visual inspection related to separated components during the manufacturing process and final physical inspections, 3) the first piece inspection will be performed to the first final assembled kit manufactured per shift. This kit will be submitted to visual inspection as per the classification of defects included in this specification and as per the applicable drawing. The batch record fa25c05152 was reviewed. No exceptions were generated that could classify as a possible root cause of this defect. The finished good lot has passed all sampling acceptance criteria for all tests performed including in-process testing and product testing.